Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during set up, getting loose tip (phaco emulsification tip) system message, the tips were changed and tried on several occasions in different ports. The surgery completion details and patient impact details were unknown.